Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was attempted, not used during the implant procedure with indication the lead did not perform as intended. Additional information has been requested, however, is not available at this time. No patient complications have been reported as a result of this event.